Event description:
It was reported that the stapler stapled and did not cut. A second staple was attempted with a new stapler and, because the area was already compromised by the first attempt, it did not work properly. Medical report: during surgical procedure, dissection of the rectum was performed after dissection of the mesorectum and loop stapling was performed with a semicircular stapler. After the load was fired, partial clamping of the rectum was performed, but the cutting blade failed, with partial clamping of the loop. Given failure, we opted to open a new semicircular stapler of the same specification. During a new stapling, the stapling crash occurred, possibly related to stapling over the previous stapling area, with a new failure.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please provide more details for second device issue "stapling crash occurred"? Did the device cut? If the device cut/fired, was the cut line complete? Did the device staple? If the device stapled/fired, was the staple line complete? If the device stapled, was the shape of the staples (b-formation, irregular, unformed)? Did the device close? Did the device fire? Did the device open? Was the device difficult to close on the tissue? Was the device difficult to fire? Was the device difficult to open? On which firing did this occur? Did the tissue retaining pin lock into the correct position? Could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event?